Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, deflation. Concomitant medical products: (right) 525cc mentor siltex contour profile moderate saline catalog: 3542915 lot: 7288964 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 525cc mentor siltex contour profile moderate saline breast prostheses, suffered left breast implant deflation post-operatively. As a result, the patient underwent bilateral implant explantation on (B)(6) 2019.

Manufacturer narrative:
On 1/28/2020, the product investigation was completed. Device investigation summary: the device was visually inspected, and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral replacement with two unspecified saline breast prostheses. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).